Event description:
Per the clinic, the patient experienced postoperative seroma formation, infection around the wound area with abscess formation and poor wound healing. A drainage procedure was performed (specifc date not reported) and prolonged IV antibiotic therapy was administered (duration and specific date not reported); however, the infection persisted. Subsequently, the device was explanted on (b)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.